Manufacturer narrative:
The returned spinal cord stimulator (scs) lead and fixate were analyzed. Visual and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is near the set screw mark of the clik x anchor. There are no exposed cables at the bent/kinked location of the lead. With all the available information, boston scientific concludes the reported event was confirmed. The cause of the broken cables is due to mechanical stress from possible flexing of the lead at the exit point of the clik x anchor. Therefore, the probable cause selected is cause traced to component failure.

Event description:
It was reported that the patient experienced inadequate stimulation due to impedances on the spinal cord stimulator (scs) leads. It was reported that the patient underwent a lead replacement procedure and was doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6), UDI: (B)(4). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 32163842, UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances on the spinal cord stimulator (scs) leads. It was also noted that the patient had experienced multiple falls. The patient underwent a lead replacement procedure and was doing well postoperatively.